Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 2,3 and 4 was failed. A technical support specialist (tss) confirmed that the field service engineer disabled and re-enabled network interface card (nic) and found error in the dual server logs. Then configured the firewall rules per the knowledge article (ka) ¿medstation es - drawer failure after reboot - cabinet controller does not initialize/ not detected on bus¿. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 2,3 and 4 was failed. Customer tried to reboot and recover the door, but issue doesn't resolve. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.